Event description:
It was reported that this pacemaker exhibited noisy signals and low out of range impedance measurements for its non boston scientific right atrial (ra) lead. The impedance measurements resulted in the lead safety switch to be activated. The capture threshold was increased and the ra lead was returned to its previous bipolar setting. The impedance measurement returned within range and no noise was observed. This device remains in service. No adverse patient effects were reported.